Manufacturer narrative:
No information has been provided to date. Device evaluation: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that an "occlusion error tubing alarm" occurred. No patient injury was reported.

Manufacturer narrative:
No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. No physical damage was observed. High pressure and no disposable messages were found in the event history log. Customer problem was not duplicated during the investigation. The root cause of the reported issue was not able to be determined. Actions were taken to mitigate the reported issue. Replace downstream sensor as preventive action.

Manufacturer narrative:
Other, other text: b5: additional information received on 10-aug-2022 via email and attached in complaint object: charge nurse states that pump alarm when being used by the patient and they had to bring the pump back to the hospital to be re-issue another cadd pump. Charge nurse state alarm is either upstream occlusion or un-disposable tubing. H6: event problem and evaluation codes: updates not required., corrected data: h4: correction: device manufacturing date: 10-feb-2021.